Manufacturer narrative:
Product (B)(4), lot number: 2060523007 rev. A was received by the manufacturer for analysis. The power conversion enclosure passed bench testing. It was installed into a test system. The system booted and readied on each power cycle, 2d and 3d imaging was successful. The 96 volts coming from the power conversion for motion will drop out, then return causing motion issues. Faulty power conversion. Previously reported codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860, h6: multiple fdd/annex a codes were reported. A08 was coded for the completed motion calibration but prompt to complete motion calibration was still on. A0719 was coded for the errors observed in the system's logs. A1102 was coded for the ias shutting itself off. A110201 was coded for the ias being stuck in standalone mode. H6: multiple annex f codes were reported. F26 corresponds to no patient impact. F1908 corresponds to surgical delay of 45 minutes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) is stuck in standalone mode. They were bringing the fully charged ias into the or, the ias shut itself off. The pendant indicated that the motion calibration should be completed. The manufacturer representative completed the motion calibration, but the prompt to complete the motion calibration was still on. The manufacturer representative tried to reboot the system without the umbilical cord connected, but the system would not go out of standalone mode. Logs had errors that indicated that, "stack event. Information. Can error active state reached." And can emergency event for board. Mobile view station (mvs) power controller. Motion.." The same error appeared multiple times but instead of for the mvs power controller, it was also for the power switching controller, generator interface, detector interface, and the gantry gpio. Since the imaging system was not functioning for the case, imaging and navigation was aborted. This occurred intraoperatively, and there was a surgical delay of 45 minutes. There was no reported impact to patient outcome.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the power enclosure module was faulty so it was replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.